Event description:
Info received alleged that the bed was not working correctly.

Manufacturer narrative:
Technician found that the ground on power cord was loose and had a high reading. Replaced power cord to resolve this issue. Bed now working fine.